Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: brand name, device product code, catalog #/lot #, explant date, PMA/510(k) #, manufacture date. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation papers allege the following: subsequent to her implants, pt suffered pain and discomfort. Revision surgery is necessary for the right prosthesis but has not yet been scheduled. Pt discovered that her blood contains extremely elevated levels of chromium and cobalt. In addition, the pt suffers hip pain, experiences a clicking in her hip when she hyper extends or rotates her hip, and suffers other adverse health effects.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.